Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited shocking impedances of greater than 125 ohms. Technical services (ts) discussed troubleshooting and the impedances were tested in different configurations. The out of range impedances were only seen in rv to right atrial (ra) coil. Ts discussed that this was likely a lead fracture versus a loose set screw and the device could be reprogrammed to rv coil to can but would need to evaluate ventricular fibrillation conversion. No adverse patient effects were reported. Subsequent information indicated that the svc coil was programmed out and defibrillation thresholds were checked. No further complications were reported. Additional information was received that this system continue to exhibit out of range shock impedance measurements. It was believed that the rv lead was fractured; however, this observation has not been confirmed. Subsequently, the patient underwent a revision procedure and the device and lead was explanted and replaced.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.